Event description:
A patient with a history of hypertension and retinal issues reportedly experienced a choroidal hemorrhage during a cataract extraction procedure. The phacoemulsification machine experienced a post occlusion surge and chamber fluctuations during the case however the surgical staff reportedly did not believe this was related to the patient injury.